Event description:
It was reported by service report that the bed was stuck in a full upright position on both lifts. If you kept hitting the bed down control, the foot-end lift would lower intermittently until a couple of inches from a full down position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: internally damaged sensor coil lift cable.